Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, the patient is 0-3 months. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Therefore the customer reported condition was not confirmed, nor could a cause be identified.

Event description:
It was reported that a one-link y-type intravenous catheter extension set had experienced a "complete occlusion." The user primed the one side of the y-set with total parenteral nutrition (tpn) and the other side with a non-baxter drug. The y-set was then connected to two unknown sets, one containing tpn and the other was a non-baxter drug. The y-set was then connected to a double lumen femoral catheter. The tpn line was hooked up to a non-baxter large volume pump and the non-baxter drug was hooked up into a mini-infuser pump. Then the infusion was initiated, however an occlusion was identified about 5 minutes into the infusion. The user was unable to flush the lines, in order to establish a flow. The occlusion was observed at the conversion of the three lines. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.